Event description:
The monitoring computer on the css console would not respond to keyboard commands while being used to support a patient. No injury to patient. The patient was switched to another console and is doing well. This alleged product malfunction poses no risk to the patient because it does not negate the ability of the console to continue to perform its life-sustaining functions. In addition, the computer does not control the functionality of the console and is a monitoring device only.